Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Electrical fault alarm (14) has been reported. There was no patient harm or injury reported.